Manufacturer narrative:
Block b3: date of event was approximated to april 20, 2021, implant date, as no event date was reported. Block h6: patient code e1705 captures the reportable event of burning sensation. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1405 captures the reportable event of intimate pain. Patient code e0206 captures the reportable event of being always tired. Patient code e020202 captures the reportable event of depression. Impact code f1202 captures the reportable event of incapable of doing regular things.

Event description:
It was reported that after an advantage fit system implantation, the patient experienced burning sensation in the vagina, intimate pain, heaviness in the vagina, pain in the lower abdomen and right side at the back, and in the legs. Additionally, the patient can't walk for long or stand or sit, is always tired and depressed, and incapable of doing regular things.

Event description:
The patient had stress urinary incontinence and significant scarring of the vulva since her last delivery. She had a previous advantage mesh implant on (B)(6) 2016, and was resected on (B)(6) 2020. It was reported that an advantage fit system was implanted into the patient during a procedure. The patient experienced burning sensation in the vagina, intimate pain, heaviness in the vagina, pain in the lower abdomen and right side at the back, and in the legs. Additionally, the patient can't walk for long or stand or sit, is always tired and depressed, and incapable of doing regular things. The patient continues to experience symptoms, including urinary leakage, vaginal burning and heaviness, rectal pain, and urgent bowel urges. Additionally, she has been suffering from depression and is unable to perform regular daily activities due to difficulty walking, standing, and sitting for extended periods. Note: this report pertains to one of the two devices that were implanted on the same patient but in separate procedure. Refer to manufacturer report number 2124215-2024-78578 for the first advantage system device.

Manufacturer narrative:
Correction to blocks b5 and h11. Block b3: date of event was approximated to april 20, 2021, implant date, as no event date was reported. Block h6: patient code e1705 captures the reportable event of burning sensation. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1405 captures the reportable event of intimate pain. Patient code e0206 captures the reportable event of being always tired. Patient code e020202 captures the reportable event of depression. Impact code f1202 captures the reportable event of incapable of doing regular things.

Manufacturer narrative:
Block b3: date of event was approximated to april 20, 2021, implant date, as no event date was reported. Block h6: patient code e1705 captures the reportable event of burning sensation. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1405 captures the reportable event of intimate pain. Patient code e0206 captures the reportable event of being always tired. Patient code e020202 captures the reportable event of depression. Impact code f1202 captures the reportable event of incapable of doing regular things.

Event description:
It was reported that after an advantage fit system implantation, the patient experienced burning sensation in the vagina, intimate pain, heaviness in the vagina, pain in the lower abdomen and right side at the back, and in the legs. Additionally, the patient can't walk for long or stand or sit, is always tired and depressed, and incapable of doing regular things.